Event description:
Device 1 of 2. Ref MFR report #: 1627487-2103-11815. It was reported the pt experienced overstimulation when she bent over. Afterwards, the pt began to receive stimulation in an unintended area. Reprogramming to provide resolution was unsuccessful. X-rays were taken and no anomalies were found. As a result, the pt will meet with an sjm rep again for reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.